Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side problems with the prosthesis, has a rupture and would like to know about the recall. Patient later reported "sensation of hardening." The event of ¿cyst and nodules¿ is not device related. The device remains implanted.